Manufacturer narrative:
Date of event estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: nmd0004, UDI: xx, serial: xx, batch: xx..

Event description:
It was reported that the patient's ipg was no longer responding to the charger or the programmer. Upon further investigation the patient last charged over 10 months ago and stopped charging due to ineffective therapy. The patient last had therapy over a year ago. Surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction - section d - device information corrected. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.